Event description:
It was reported that the patient was scheduled for vns explant due to pseudomonas infection. It was reported that the patient recently underwent generator replacement. It was reported that the patient has a permanent tracheostomy in place. Further follow-up revealed that the implanting surgeon's notes indicated that the patient has not been seen since reimplant and that the patient was a no show for the post operative appointment. It is unknown if the patient underwent vns explant as previously reported. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.